Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer called in to report that a non-recoverable fault 32056 repeatedly occurs on universal surgical manipulator (usm)2 at startup. Technical support engineer (tse) views logs and finds error 32056 pointing to usm2 aca. Guides to hard power cycle and reconnect blue fibers, but the issue persists. Dispatches fse to fix it. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Field service engineer (fse) replaced the universal surgical manipulator (usm). This usm was returned for failure analysis, and the reported 32056 error was confirmed but not replicated. In artemis, the 32056 error was found, indicating a fault on the ac_2c aca in usm2, which failed to initialize the i2c device, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp, where relevant testing was passed within specification. Once testing was completed, the pitch searchlight assembly was inspected, and no fault could be identified. As a result of these findings, failure analysis concluded that the pitch searchlight assembly is consistent with the reported event and is the potential root cause of this issue.